Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the hd autoclavable camera head with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was noisy due to damage on the cable unit. Noise occurred and no image was displayed. Noise also appeared when moving the cable due to a cable break at the connector plug. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image noise occurred due to a communication failure caused by the faulty cable (likely due to wear and tear damage with customer mishandling and with increasing use/time). The event can be prevented by following the instructions for use (IFU) which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled.the camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged." Olympus will continue to monitor field performance for this device.